Event description:
The complainant reported that the physician was performing an implant of the obtryx system-halo sling date unk) in a female patient. During the procedure, while the physician was passing the trocar on the patient's left side, he pushed the trocar into his index finger resulting in a cut to his finger. The physician then changed his glove and completed the case without further incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts were made to obtain additional event, patient and physician information.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation as the device remains implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.